Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 4 mm. X 4 cm. Balloon catheter (bc) ruptured prior to reaching nominal pressure. The target lesion was a thrombotic occlusion of a dialysis shunt target lesion. No additional target lesion characteristic information is available. The product was removed from the patient and a pinhole rupture was confirmed. Another bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis.

Manufacturer narrative:
Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown or not applicable (n/a). No additional information is available.   The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received: the product was returned for inspection.   Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 4 mm. X 4 cm. Balloon catheter (bc) ruptured prior to reaching nominal pressure. The target lesion was a thrombotic occlusion of a dialysis shunt target lesion. No additional target lesion characteristic information is available. The product was removed from the patient and a pinhole rupture was confirmed. Another bc was used to complete the procedure successfully. There was no reported patient injury. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown or not applicable (n/a). No additional information is available.   One non-sterile saber 4 x 40 mm 90 cm was received coiled inside of a plastic bag. The balloon was received deflated and no anomalies were observed. However, a crack was observed on the hub. An inflation test was attempted to be performed on the received device; however, it was not possible due to the cracked hub. Sem results showed that the crack passed through the thickness of the hub. Transversal view of the fractured section of the hub showed a pattern of plastic deformation commonly found on tensile fractured surfaces. No other anomalies were found during sem analysis. A device history record (DHR) review of lot 17278255 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst - at/below rbp¿ could not be confirmed through analysis since no anomalies were observed, and the inflation test could not be performed. However, a luer hub ¿ cracked condition was detected on the received device. The customer may have experienced an unintended balloon deflation due to the hub crack, which may have appeared as a burst to the customer. The exact cause of the issues experienced by the customer could not be determined through analysis. Based on the information available for review, procedural/handling factors may have contributed to the hub crack and the reported balloon rupture as evidenced by plastic deformation found during sem analysis, which suggests tensile forces. According to the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident.¿ this complaint was referenced under an existing risk assessment to address this issue.

Manufacturer narrative:
The product was reported to be available for inspection, however multiple attempts to obtain the product return were unsuccessful.       During a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 4 mm. X 4 cm. Balloon catheter (bc) ruptured prior to reaching nominal pressure. The target lesion was a thrombotic occlusion of a dialysis shunt target lesion. No additional target lesion characteristic information is available. The product was removed from the patient and a pinhole rupture was confirmed. Another bc was used to complete the procedure successfully. There was no reported patient injury. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown or not applicable (n/a). No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17278255 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as dialysis shunts have been known to become calcified over time. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.